Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation. The articulating surface of the polyethylene insert showed burnishing and multidirectional scratches. All three components had evidence of damage consistent with impingement. Stage iii analysis was conducted to assess the condition of the polyethylene insert. Stage iii analysis found a low oxidation levels of the insert and mechanical properties consistent with this level of oxidation. Potential cause. Based on the exponent analysis, this type of failure could be related to unknown patient, operational or traumatic factors. DHR review DHR review can't be performed since lot number was illegible. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a surgeon performed a revision surgery to remove an implant after he became concerned that the patient had osteolysis. The implant was removed and the patient was fused.

Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. Upon part evaluation or if additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a surgeon performed a revision surgery to remove an implant after he became concerned that the patient had osteolysis. The implant was removed and the patient was fused.